Manufacturer narrative:
Additional information was received that the patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent an ipg replacement procedure.